Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects. Although the reporter notified tenex health of a defective device on (B)(6) 2020, specifics of the malfunction were not provided. It was discovered on (B)(6) 2020 when the device was returned to tenex health that the malfunction was a broken needle section, a reportable malfunction. This MDR is this being filed as promptly as possible, within the 30-day notification period after discovery of the issue on (B)(6) 2020.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. There were no patient complications.